Event description:
It was reported that during an implant attempt, it was impossible to insert a stylet or a guidewire into the lumen of the lead for more than 5-6 cm. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary- the full lead was returned in segments, analysis was performed and no anomalies were found. A guidewire insertion test result was passed no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.